Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog per tandem user guide: only use cartridges and infusion sets with matching connectors and follow their instructions for use. Failure to do so may result in over delivery or under delivery of insulin and may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl. Cause of elevated bg level was unknown. Reportedly, customer was using humulin u-500 for insulin therapy, which is not approved for use with the pump per tandem labeling. Additionally, customer was using medtronic's quickset infusion sets which are not approved for use per tandem labeling. Bg was treated with intravenous insulin. Reportedly, customer left the ER 24 hours later with customer in stable condition (125 mg/dl).